Event description:
It was reported that the iab was being inserted without the use of a sheath. The iab could not be advanced over the spring wire guide. Due to this problem, the iab was removed and replaced. There were no additional complications.